Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a female patient underwent a port placement procedure using a powerport m.r.I. Isp for chemotherapy treatment. The procedure involved the removal of a tunneled central venous access device with a subcutaneous port/pump on the right side, performed under fluoroscopic guidance. On (B)(6) 2026, post-implantation, during port removal, it was observed that approximately 10 cm of the catheter remained inside the patient. Upon inspection, the port appeared shorter than usual, measuring only 12 cm. A fluoroscopy procedure was performed, which confirmed that a segment of the catheter (approximately 5 to 6 cm) remained in the patient, located distal to the previous right internal jugular access scar site. Live imaging indicated that the catheter segment was migrating toward the cavo atrial junction. A cardiovascular thoracic surgeon and interventional radiology team were immediately consulted. The broken catheter segment had embolized within the vascular system. The patient was transferred to another facility for completion of the catheter removal via interventional radiology. The retained segment was successfully removed. The patient¿s current status is stable.